Event description:
Caller states the pt tested 2.8 inr on the coaguchek pst system and 1.7 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system for evaluation.